Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device functioned nominally with regards to pacing output, lead impedance, and capture using the 2090 programmer. No new error counts were observed after the single bit eeprom ecc register was reset. No abnormal function or operation was observed during the analysis. The cause of the rpa(returned product analysis)-observed failure was not determined. No hybrid anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. No further patient complications have been reported as a result of this event.